Event description:
Device reported to be non-functional and stopping while in use on a patient.

Manufacturer narrative:
Upon receipt, damage to upper arm cover found as well as source gas leakage from the column. Impact damage on corners of device noted. Operation noted compressions delivered with intermittent stopping and starting. Determined solenoid on timing component had gone bad. Replaced solenoid and damaged components. Tested and accepted to factory specifications and returned to customer.